Event description:
It was reported that during the procedure, the tip of drill bit broke during use. The tip was removed from patient by the surgeon. Backup device was available. No patient injuries nor delay were reported.

Manufacturer narrative:
The returned instrument, intended for use in treatment, was returned as an MDR for evaluation. There was no relationship found between the device and the reported incident. Visual inspection of the q-fix disposable kit 2,8mm shoulder, shows a returned drill guide which is damaged/melted with a drill. No other accessories were returned. The guide is melted. There is a visual part of the melted plastic on the drill. The 2.8mm q-fix anchor is a single use device and could not be functional tested. The drill cannot be completely inserted and will stop. It is also not placed centrically in the drill guide cause of the damage. Other parts were not returned with the instrument. The complaint was not verified and the root cause could not be determined with certainty. An exact root cause cannot be determined with confidence; however, factor unrelated to the manufacture or design of the device that could have contributed to the reported event include: bone quality. Drilled bone hole size. Poor bone quality or oversized drilled bone hole can result in damage to the device and device failure. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
The returned instrument, intended for use in treatment, was returned as an MDR for evaluation. There was no relationship found between the device and the reported incident. Visual inspection of the q-fix disposable kit 2,8mm shoulder, shows a returned drill guide with a broken drill. No other accessories were returned. The activation knob, a dial or sutures are missing and were not returned with the instrument. The root cause for the broken drill could be determined due to a mechanical component failure. The device is a single used device and could not be functional tested. The complaint was not verified and the root cause could not be determined with certainty. From the information provided, the drill bit was being used, the top of the drill guide "melted" and therefore shortened the length of the guide. An exact root cause cannot be determined with confidence; however, factor unrelated to the manufacture or design of the device that could have contributed to the reported event include: (1) bone quality. (2) drilled bone hole size. Poor bone quality or oversized drilled bone hole can result in damage to the device and device failure. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.